Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath ceramic tip was broken. It is unknown when the issue was found. There was no delay and the patient was not under anesthesia. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be based on the damage pattern, which suggests that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.